Event description:
It was reported a patient's left ventricular (lv) lead presented with diaphragmatic pacing. The lv lead was repositioned in a procedure on (B)(6) 2022 to restore normal parameters. Post-procedure the patient was stable.